Manufacturer narrative:
The lot number was provided for this malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation; however a photo was provided for review. The company is still investigating the issue at this time. The catalog number identified has not been cleared in the us, but is similar to the powerport isp MRI 6f chronw/os products that are cleared in the us. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8806061 implantable port allegedly experienced a break and fluid leak. This information was received from one source. The event involved a patient with no consequences. The patient is a 61 year old female weighing 51 kg.

Manufacturer narrative:
H10: the lot number was provided for this malfunction; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however a photo was provided for review. The investigation is confirmed for the alleged port break but is inconclusive for the reported leak issue. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport isp MRI 6f chronw/os products that are cleared in the us. The product code for the powerport isp MRI 6f chronw/os product is identified in d2. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8806061 implantable port allegedly experienced a break and fluid leak. This information was received from one source. The event involved a patient with no consequences. The patient is a 61 year old female weighing 51 kg.